Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 -9.50/2.0/072 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510(k): this product is not marketed in the us.(B)(4).